Event description:
It was reported that the patient presented for lead revision due to high stimulation thresholds. Sensing and impedance were stable. Physician suspected a micro dislodgement and opted to explant and replaced the lead. The patient was stable before, during, and after.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of unacceptable capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.